Event description:
It was reported that on (B)(6) 2024, a patient was to be implanted with 8 mm x 5 cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat as in situ fenestration of left subclavian artery during thoracic artery procedure. After balloon dilatation, viabahn device was advanced via amplatz guidewire through 8 fr sheath. There was obvious resistance during advancement during sheath. After reaching to target lesion, it was found big resistance during deployment. It couldn't be deployed after multiple attempts. Therefore, it was removed out of patient. Additional balloon dilatation was performed, another 13 mm x 5 cm viabahn device was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: evaluation of the returned device indicates partial deployment of the outer zipper, and a kink in the distal shaft at the transition. During evaluation, a guidewire was passed from tip to hub past the transition, and deployment could be continued with traction at the knob. The reported failure mode of partial deployment with a stuck deployment line is not consistent with the findings of an ability to continue deployment with traction at the knob during engineering evaluation. Engineering evaluation of the device could not confirm the reported failure of the device becoming stuck within the shaft of the introducer sheath during advancement. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Investigation conclusions: the report of difficulty with advancement of a viabahn® device through a sheath could not be independently confirmed. Evaluation of the returned device does not include an attempt to insert the device into the size/ brand of introducer sheath reported in the complaint description, or an introducer sheath of known compatibility. The returned device has been used and manipulated in the field and subjected to additional shipping and handling. As such the device is no longer in its original condition. Furthermore, the clinical experience cannot be fully replicated in a laboratory environment due to in vivo characteristics (e.g., patient anatomy and disease state) that may influence advancement through the sheath. Therefore, the root cause of the reported advancement difficulty could not be established with the available information. The report of inability to deploy, captured in this investigation as the primary allegation of device failure, could not be replicated during evaluation of the returned device. An engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob with guidewire support. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The cause for the reported inability to deploy could not be established with the available information.